Event description:
It was reported that during a cholecystectomy procedure, the product was not working, the tissue pad was broken. The surgeon was using it and suddenly the pad fell, but it was removed by the surgeon. Another like device was used to complete the procedure. Surgery was delayed fifteen minutes. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.